Event description:
Patient was undergoing a laparoscopic (later converted to open) lysis of gall bladder adhesions. During the laparoscopic portion, as the surgeon was wrapping a suture around the trocar in question, a side port piece separated. The team was able to locate the piece and no object was retained. This event did not result in any patient injury nor did it prolong the patient's surgery or hospital stay. Diagnosis or reason for use: laparoscopic lysis of adhesions.